Event description:
It was reported by the patient that she also had a skin reaction to the new controller that she was sent. The patient waited for her skin to heal then used the new controller and her skin was irritated again. The patient was told by the doctor to discontinue use of the product due to the irritation to the material of the controller. No further information has been reported at this time.

Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, d8: device not serviced by third party, g1: contact office and manufacturer site, g3, g6: report type additional information - d9: device available for evaluation and returned to manufacturer date, h2, h3, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11. The spinalpak stimulator was received for evaluation. The DHR was reviewed in the product information section. All evaluation results are included in the product evaluation section. The failure was not confirmed for the reported condition of the "skin reaction". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "skin reaction". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Event description:
It was reported by the patient that she also had a skin reaction to the new controller that she was sent. The patient waited for her skin to heal then used the new controller and her skin was irritated again. The patient was told by the doctor to discontinue use of the product due to the irritation to the material of the controller. No further information has been reported at this time.

Manufacturer narrative:
Corrections -d1 device name, d2a: common name, b4. Additional information - g5: PMA number, d4: model number, h6 evaluation codes. UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid.

Event description:
It was reported by the patient that she also had a skin reaction to the new controller that she was sent. The patient waited for her skin to heal then used the new controller and her skin was irritated again. The patient was told by the doctor to discontinue use of the product due to the irritation to the material of the controller. No further information has been reported at this time.